Event description:
We have had four stryker lifepak 20e internal handles/paddles break within 3-4 months of purchasing them. Three of the paddles cracked on the paddle itself, where the plastic meets the metal paddle, and the fourth had a part of the rubber handles break off. These have been taken out of service and returned to stryker.